Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and removed during the initial procedure due to the capsule not intact enough to hold the lens. The patient required a vitrectomy following the lens removal. The vitrectomy was due to patient anatomy. An incision enlargement was required. Then lens was cut in half and discarded. The doctor attempted a new lens implant, with an anterior chamber lens; model and type unknown, however this was unsuccessful. The patient went home aphakic following this attempted implant. No further information was provided.

Manufacturer narrative:
The patient's anatomy contributed to the event as reported in the initial MDR. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.